Event description:
It was initially reported that the device was "wasted." Requests were made to the health-care provider to obtain further information regarding the reported event. It was learned that the device was explanted at implant, due to tricuspid insufficiency.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. The device is unavailable for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.